Manufacturer narrative:
The subject device of this report was returned to the manufacturer for evaluation. The evaluation found that the device operated appropriately. The cause of the reported events is unknown, however user handling cannot be excluded as a contributory event. The esg-100 instruction manual states, "user-related error prevention: warning: improper use. The safety and effectiveness of electrosurgical interventions depends not only on the design of the equipment used, but also to a major extent on factors which are under the control of the user. It is therefore extremely important to read, understand and follow the instructions supplied with the electrosurgical unit and the accessories in order to ensure safety and effectiveness."

Event description:
After removal of a polyp with a size of 1.5 cm (used mode: pulsecut slow, power setting: 120), bleeding occurred and was stopped with an olympus coaggrasper (used mode: softcoag). A new bleeding occurred after a few hours and the patient was send to hospital for treatment. The patient is reported to be fine now.